Event description:
A report was received that the patient was burned by his charger. The burn was located over the implant site and was the size of the charger. Symptoms included blistering, pain, redness, and drainage. The patient reported that he did fall asleep while charging. Device labeling warns against charging while sleeping as it may result in a burn. The patient did not seek medical treatment for the burn. A replacement charger has been sent to the patient.